Event description:
Patient reported having non-allergan saline implants that "went hard". This record represents the right side. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).